Event description:
It was reported that the right atrial and left ventricular leads both had high threshold. The right atrial lead was replaced. The left ventricular lead was capped and replaced. During the replacement procedure, a left ventricular lead was delivered but it backed out. While trying to reposition the lead, the physician damaged the lead. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d224trk implantable cardioverter defibrillator 2010-(B)(6); 6947 implantable tachy lead 2010-(B)(6); 5076-52 implantable pacing lead 2004-(B)(6). (B)(4).